Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the service technician observed that the back nut was loose. Based on the investigation details, the reported event can be confirmed. The nut may unthread due to the vibration of the handpiece during normal use. The nut can also loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back nut to loosen over time.

Event description:
It was reported that a nut and washer unscrewed and came out of the handpiece during a surgical procedure. There are no reports that they fell into the surgical site. The procedure was still completed. The handpiece did not disassemble or have any internal components fall out. There were no adverse consequences as a result of this event.